Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, a cuff miss [suture-retrieval issue] was noticed with a prostyle device. Reportedly, there was a possibility that the needle plunger was not pushed down completely. It should be noted that the perclose prostyle instructions for use states: ¿¿depress the plunger with the right thumb (in the direction marked 2) until the black collar on the plunger meets the blue body. The reported difficulty appears to be related to the user error. The subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions.

Event description:
It was reported that a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, a cuff miss [suture-retrieval issue] was noticed with a prostyle device. Reportedly, there was a possibility that the needle plunger was not pushed down completely. The sutures of an additional prostyle device were successfully pre-placed. The cardiac ablation interventional procedure. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.